Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that during the pre-op for a generator change, no capture even at high output and low, out of range pacing lead impedance was noted on right ventricular lead. The physician suspected insulation breech. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.